Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause could not be determined for the reported suture separation during knot advancement. The unexpected medical intervention appears to be related to be related to circumstances of the procedure. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a proglide device using the pre-close technique via a 6f sheath hole prior to an interventional coronary atherectomy procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 22f sheath and the interventional procedure was completed. Reportedly post procedure, a suture break occurred when advancing the knot. Hemostasis was achieved with the other pre-placed suture and manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.